Manufacturer narrative:
The customer reported problem was confirmed. No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error 242.4030. No patient involvement was reported.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of npi 8100 error 242.4030. Technical support provided outstanding purchase order info to customer, ok to mark completed. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/04/2017 to present date 10/27/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support provided outstanding purchase order info to customer, ok to mark completed. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported problem was confirmed. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2013-0509 lvp motor stall. H3 other text : no product returned.

Event description:
It was reported that the device had error 242.4030. No patient involvement was reported.